Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be identified due insufficient information. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. (B)(4).